Event description:
It was reported that during pre-surgery "a long human hair" was found inside the pouch of the irrigation tubing device. The reporter clarified that hair was "intertwined with the irrigation tubing." There was no delay to the surgery as an identical spare device was available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Information regarding the patient has been provided.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual inspection revealed a human hair inside the packaging of the irrigation tubing. Therefore, the reported condition was confirmed. Evidence indicates this was due a manufacturing process error. If additional information should become available, a supplemental report will be sent accordingly.